Event description:
It was reported that upon interrogation, variable capture threshold was observed. Programming changes were made. Patient condition was good and will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.